Manufacturer narrative:
B5: describe event or problem - updated with patient discharge information.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. One day post procedure, the patient noted discomfort while taking a deep breath. Transthoracic echocardiography (tte) was performed, which revealed a pericardial effusion. A chest tube was inserted, and approximately 400 ml of fluid was drained. The patient was expected to fully recover following the event. It was further reported that the patient was stable and discharged home four days post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. One day post procedure, the patient noted discomfort while taking a deep breath. Transthoracic echocardiography (tte) was performed, which revealed a pericardial effusion. A chest tube was inserted, and approximately 400 ml of fluid was drained. The patient was expected to fully recover following the event.